Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for treatment of a colorectal stricture at the rectum due to malignant neoplasm, performed on (B) (6) 2008. According to the complainant, 80 days post stent placement, the patient experienced obstruction due to fecal impaction. The patient underwent surgical treatment of endoscopic repermeabilization. The patient died on (B) (6) 2008 with a reported cause of death as systemic infection, probably urinary related, within the context of the evolution of disseminated neoplasia. The patient's death was reported as not related to a complication of the stent, but due to a complication with the disseminated neoplasia.

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.